Event description:
Reported via voluntary medwatch (B)(4): a 6f angio-seal vip was deployed upon completion of a heart catheterization. Approximately two weeks later, the patient was admitted with complaint of exertional claudication. Cta revealed intra-arterial deployment of the angio-seal collagen and subsequent occlusion of the femoral artery, requiring surgical femoral artery embolectomy and repair. The surgery was successful and the patient had an uneventful recovery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.